Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having difficulty with her implantable neurostimulator (ins) and planned to meet with their managing physician on (B)(6) 2017. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.